Manufacturer narrative:
H3, h6 the device, which was used in a procedure, was returned for evaluation. The evaluation was performed by the supplier and could confirm the customer complaint for the arthroscope has a blurry view. A visual inspection was performed and showed the scope to have distal tip damage and a chipped negative lens. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping, use or reuse of the device, contact with another source, or wear and tear over time. This damage is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that, during a wrist arthroscopy, the arthroscope had a blurry view. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.